Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) was displaying error message "system error, out of service, revert to manual CPR".

Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, system error, out of service, revert to manual CPR error message was displayed. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification and needs to be replaced to remedy the fault. The platform was received with physical damage. The damaged top cover and bent battery lock were replaced. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2011 and has exceeded its expected service life of 5 years. The returned platform had the last preventive maintenance performed 3 years ago.